Event description:
It was reported that the programmer would not turn on. The programmer was returned to the manufacturer for servicing. There was no patient involvement indicated.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the power supply was out of electrical specification. (B)(4).